Event description:
During a percutaneous nephrolithotripsy procedure, pt received 42000cc fluid irrigant into kidney. Post procedure, pt did not resume prior level of consciousness. Although karl storz calcutript probe was introduced into the kidney, doctor could not see the stone well and therefore did not activate the current. Autopsy revealed multiple puncture wounds to the kidney with zig zag trauma to kidney vascular bed.